Event description:
Patient presented to the physician, three days post-implant procedure, with a hematoma at the chest incision site. Physician brought the patient back into the or, evacuated the hematoma, and closed the site. Antibiotics were prescribed after the procedure, and the patient was discharged. This resolved the issue.